Event description:
Pt being transferred from or table to stretcher. Stretcher locked. Stretcher rolled during patient transfer and patient fell to floor. Assistance called and patient transferred to stretcher with no visible injuries. Next day patient called administration to complain also had complaint of neck and back pain. Stretcher removed from service.